Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air did not drain from the valve for controlling the relief pressure. This occurred infusion at the facility. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested but the customer reported complaint was unable to be confirmed. The cause of the issue is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.